Manufacturer narrative:
(B)(4). Batch # l51239. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On this firing, was the device placed on tissue, but then released and repositioned prior to firing; were the staples seen laying in the surgical field; it was reported that the surgery was completed with anastomose. Was this a planned part of the procedure; if no, please explain: the analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not staple; it only cut. The surgery was completed with anastomose. There were no adverse consequences for the patient reported.